Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between november 1, 2023 and november 2, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photographic sample shows fluid inside the device¿s bladder. Functional testing must be performed on the actual device in order to verify a leak occurred on the alleged device; though, this is not possible due to the lack of a physical sample. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location. This occurred during the preparation process prior to patient use. A change of medical device was necessary for the preparation of the medication. There was no patient involvement. No additional information is available.